Event description:
It was reported that an asymptomatic patient presented in-clinic after receiving a vibratory alert for non-sustained lead noise due to post-paced t-wave oversensing. Programming changes were made and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.